Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity analysis was performed and found the battery depletion was premature due to high current. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the root cause of the high current drain and premature battery depletion.